Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown and that the met with mdt representative and the issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported since implant they had never used their handset and communicator so 2 days ago they started to try to use them. Pt said they charged them up for the first time, but could not get them to work they reported seeing: system error 0x2b96f86f system has encountered an unexpected error please contact medtronic tech support and it tells her to restart in blue lettering. When the patient connected the communicator using the micromytherapy app and tried to synch the device to the ins, they reported seeing: data has been lost please contact your clinician, end session. Troubleshooting was performed and patient was successful to connect to the ins with the handset and saw: recharging excellent connection the ins was 90 percent charged. Therapy is off. The patient said they normally recharge every tuesday but they have never used the handset while recharging. The patient said the last time they successfully recharged was about 10 daysago. The patient then tried to connect with the communicator and reported the error: data has been lost please contact your clinician, end session. After powering down and back both the communicator and the handset, the patient tried to connect again using the control equipment and reported seeing data has been lost please contact your clinician, end session. The patient was advised to contact the healthcare provider (hcp). The issue was not resolved through troubleshooting.  The patient said they have had some minor surgeries, they did not turn stim off for them they were told they were just fine. Pt also had an MRI and a CT and were told they don't have to turn stim off for either test. No further complications were reported.

Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown and that the met with mdt representative and the issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.